Event description:
Customer states that the connector pins on the inform meter are charred, and when it is docked with the base, smoke is produced. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch with patient identifier (B)(6) for the inform base.